Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Device was not used for the procedure. Surgeon used a new f3 shunt for the procedure.

Event description:
During pre-use check, when surgeon attempted to inflate the internal carotid balloon of pruitt f3 carotid shunt with saline, he observed two holes in the balloon. The shunt was then isolated and a new pruitt f3 carotid shunt was used for the procedure.